Event description:
A malfunction on the pump was reported, which occurred after it was exposed to water. The impact on the customer's blood glucose level was unknown as the customer was unable to check. The customer to use multiple daily injections as backup therapy to ensure uninterrupted insulin delivery.